Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked at the plunger during filling at the user facility. The customer contact reported that when the vial was being filled with an unspecified concentration of hydromorphone, a leak was noted at the plunger site. No additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from lot number 16423r1 was received for eval. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.